Event description:
It was reported that the programmer generated error codes indicating that it was unable to locate software to boot up. It was noted that for some time the programmer has required 2 or 3 reboots to get it started. It was further reported that there was a calibration issue even after changing out the stylus touch pens and recalibrating, and that the programmer was unable to load software via the universal serial bus. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comments that the programmer generated error codes while booting and that its stylus/cursor were out of alignment, and it was additionally noted that the stylus cable was damaged at its connector end, that it was pulling apart. The media processing unit printed circuit board (mpu pcb) was replaced, the hard drive reimaged and the stylus replaced and calibrated to resolve these issues. Analysis was unable to confirm the customer comment that software was unable to be loaded via the universal serial bus (usb), no problem could be confirmed with any of the usb ports. It was noted that the programmer failed its internal ram test and the link electronic module pcb was therefore replaced and calibrated and that the system fan wire insulation was damaged so the system fan was replaced. (B)(4).